Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported this pacemaker exhibited a remaining longevity of 6 months. Approximately one month later the longevity increased to 5 years. Device data was sent for analysis which revealed the device had 229 resets, the last being a rate fault reset. However it was unknown what the previous resets had been. Boston scientific technical services (ts) recommended device replacement. The local area field representative had noted that replacement was being planned given the remaining longevity at the previous check. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. Review of device memory confirmed 230 resets, the last reset noted was a rate fault reset. No further resets were observed after explant and testing was unable to recreate the observed resets. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Data analysis confirmed the clinical observation, however the cause was unable to be determined as the resets were unable to be recreated.

Event description:
It was reported this pacemaker exhibited a remaining longevity of 6 months. Approximately one month later the longevity increased to 5 years. Device data was sent for analysis which revealed the device had 229 resets, the last being a rate fault reset. However it was unknown what the previous resets had been. Boston scientific technical services (ts) recommended device replacement. The local area field representative had noted that replacement was being planned given the remaining longevity at the previous check. The device was subsequently explanted and replaced. No adverse patient effects were reported.